Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bubbles coating tube. Unable to clear bubbles by repriming. Bubbles appear to be stuck to inside of tube. Unable to run infusion. Other product problem unable to prime out 'champagne bubbles' stuck to inside of tubing. Unable to run infusion due to air in line alarm. Bubbles reappear even after repriming/changing tubing. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for infection / introduction of contaminants, vital signs compromised. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b. Braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid fentanyl. IV rate 7.5 ml/hr.